Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the black pulse wire was open in the trunk cable. The cause of the check belt messages was the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt was experiencing constant check belt messages. The pt was issued a replacement electrode belt.